Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker presented to the hospital after their family determined they were unwell. The patient was evaluated. Patient evaluation found oversensing of noise on the right ventricular (rv) channel, increase in capture thresholds, reduced amplitude and a decrease in rv pacing impedance measurements. However, rv pacing impedance measurements remained within range at this time. The physician chose to explant this pacemaker. Another pacemaker was implanted to complete this procedure. Subsequently, the patient was seen for a post-surgery follow up and it was determined there were no further issues observed. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.